Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid / suspect device originally distributed as system 98xt, upgraded to cs300 using conversion kit. UDI information provided for original model/catalog, as per product labeling. No UDI is provided as product was discontinued prior to gudid implementation timeline.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) batteries would not meet the runtime specs and the IV pole would not always grip correctly. There was patient involvement.

Event description:
N/a.

Manufacturer narrative:
The fse that encountered the issue replaced the batteries and the pole mount bushing as it was missing. The fse completed a full pm, calibration, safety, and functionality checks to factory specifications. The iabp was returned to the customer and released for clinical service.